Event description:
Promus premier china registry. It was reported that unstable angina pectoris, myocardial infarction and in-stent restenosis occurred. In (B)(6) 2018, the subject was enrolled and the index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 90% stenosis and was 106 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 24 mm overlapped with 3.00 mm x 38 mm and 3.50 mm x 16 mm promus premier stent systems. Following this, post-dilatation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject was presented with symptoms of myocardial infarction (mi) and was hospitalized on the same day for further evaluation and treatment. The 12 lead ECG was not performed, it is unknown whether it was a q wave mi, and location of mi was unidentifiable. The subject was diagnosed with mi based on symptoms, biomarker elevation and angiographic changes. The cardiac enzymes were noted to be elevated consistent with protocol definition of mi with: troponin I= 0.256 mcg/l; uln= 0.014 mcg/l. On the following day, the subject was referred for coronary angiography which revealed 90% stenosis in proximal rca and was treated with percutaneous coronary intervention (pci) which had previously placed study device was treated target vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for tvr was angina, elevated cardiac enzymes and angiographic finding without symptoms or objective signs of ischemia. On the next day, the event was recovered/resolved, and the subject was discharged on same day on aspirin and clopidogrel. It was further reported that in (B)(6) 2019, the event did not qualify for myocardial infarction. Therefore, the diagnosis of myocardial infarction was removed and the subject was diagnosed with unstable angina pectoris.

Event description:
(B)(6) registry. It was reported that unstable angina pectoris, myocardial infarction and in-stent restenosis occurred. In (B)(6) 2018, the subject was enrolled and the index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 90% stenosis and was 106 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 24 mm overlapped with 3.00 mm x 38 mm and 3.50 mm x 16 mm promus premier stent systems. Following this, post-dilatation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject was presented with symptoms of myocardial infarction (mi) and was hospitalized on the same day for further evaluation and treatment. The 12 lead ECG was not performed, it is unknown whether it was a q wave mi, and location of mi was unidentifiable. The subject was diagnosed with mi based on symptoms, biomarker elevation and angiographic changes. The cardiac enzymes were noted to be elevated consistent with protocol definition of mi with: troponin I= 0.256 mcg/l; uln= 0.014 mcg/l. On the following day, the subject was referred for coronary angiography which revealed 90% stenosis in proximal rca and was treated with percutaneous coronary intervention (pci) which had previously placed study device was treated target vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for tvr was angina, elevated cardiac enzymes and angiographic finding without symptoms or objective signs of ischemia. On the next day, the event was recovered/resolved, and the subject was discharged on same day on aspirin and clopidogrel.